Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that at 20 minutes into a rbc donation run, the donor complained of tingling throughout his body and had muscle cramps. That is when they noticed that the acd-a and saline lines were switched. The donor received 354ml of acd-a as replacement fluid. No medical intervention was performed. This report is being filed due to the potential for injury from over-anticoagulation. The disposable set is not available for return.